Manufacturer narrative:
It was reported that the pressure readings were inaccurate. The instance of time could not be provided by the customer. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The information regarding the usage of a hls set during this even was requested, but it is unknown if a hls set was involved. The log files of the reported cardiohelp device were requested but could not be provided. No exact root cause could be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: defective / disturbed (emi) pressure sensor. Response time is too long. Too high / low atmospheric pressure. It is stated in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) that the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023 (B)(6) for the period of 2018 (B)(6) to 2023 (B)(6). It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-04-12. Based on the results the reported failure "pressure reading inaccurate" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. This follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the pressure reading is inaccurate. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.